Event description:
A customer reported a penetration mechanism on her adc lancing device would not fire and she was therefore, unable to check her blood glucose. The customer had a loss of consciousness, however, there was no report of treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Freestyle lancing device was returned and investigated; no issues were observed. The depth adjuster was adjusted. Functionally test was performed on the returned device accordance with specifications. The device fired correctly and the lancet pierced the synthetic pad used to replicate human tissue. No fault was identified with the device's firing mechanism. Based on the nature of the complaint, the device was forwarded for further testing in accordance with release specifications for these devices. The device passed testing in accordance with the specification. The device functioned within specification and passed all testing. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lancing device were reviewed and the dhrs showed the freestyle lancing device passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a penetration mechanism on her adc lancing device would not fire and she was therefore, unable to check her blood glucose. The customer had a loss of consciousness, however, there was no report of treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.